Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-june-2024, it was reported that the patient encountered infusion set cannula kinked event within 3 hours of insertion. The blood glucose level was noticed 387 mg/dl. The infusion set was used for less than 1 day. The site of insertion was abdomen. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.